Event description:
It was reported that an MRI was done on (B)(6) 2013 which revealed the lead may not have been placed exactly where it should have been during implant; "it was just a little off". A battery replacement was scheduled for (B)(6) 2013 as the implantable neurostimulator had reached the elective-replacement-indicator (eri). It was unclear if the lead was going to be revised during that procedure or if the lead revision was a separately scheduled procedure. No further details were available. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3387s-40 lot# v149608, implanted: 2008 (B)(6), product type lead product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Event description:
Additional information received reported a new lead was placed on (B)(6) 2013, and it was noted the old lead was left in place and was still in use. The patient only had one programming session since the second lead was placed and it was noted there were no significant changes to imbalance, slurred speech, or tremors. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)